Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the doors to two of their amsco 400 sterilizers are "hanging off". No report of injury.

Event description:
The user facility reported that the door of their amsco 400 sterilizer was "hanging off". No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the door had been reinstalled by user facility personnel. The user facility elected to make the repairs themselves. While onsite, the technician tested the function and operation of the unit, and no issues were noted. The sterilizer was returned to service. An exact cause of the event could not be determined as the repairs to the unit were completed prior to the technician's inspection. No additional issues have been reported.